Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware of the device's manufacturing and expiration dates. On (B)(6) 2020, the product investigation was completed. Device investigation summary: the device was visually inspected and no apparent damage was found. Leak testing was performed and a leakage from the valve was revealed. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: 250cc mentor siltex round moderate profile, catalog # 3542635, lot # 185326. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with 250cc saline mentor siltex round moderate profile breast implants and experienced deflation on the left side postoperatively. As a result, the patient underwent device removal on an unspecified date.